Event description:
I have been experiencing significant eye irritation and blurry vision with excessive dryness since 2024. I have been wearing this brand and type of lens almost ten years with no issues like this. At first I thought the boxes were bad defective or expired. Or it was just me or my solution. I tried everything. And eventually I thought my prescription had changed. But I it's been difficult to get into an eye doctor. So, I started to wonder if it was the actual brand. I did a search and came across several forums about others having these same issues. And even a report file here. Which is why I'm filing this now. The company needs to be held responsible. I had to stop wearing my contacts all together because they caused redness and consistent irritation. Not to mention the blurred vision and how dangerous that is. I noticed it unexpectedly when driving. And as I mentioned stopped wearing my contacts completely due to irritation and blurry vision from these contacts. I've wasted money on these defective lens that should have been recalled by the company awhile ago. I find it hard to believe with all the forms complaining about this that the company is not aware and yet it's been at least two years. I also have emails between myself and the company I purchased my lens with discussing my original thoughts that the boxes were just expired. And received replacements, but the problem persisted even after that. I can provide those emails as documentation. Pt codes: 1814, 2038, 2137, 4803. Device code: 2682. Ref report: mw5185735.